Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls (qc) was in range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse found the acid injector assembly was leaking due to a crack and replaced the cracked acid injector port and worn syringes for both sample and reagent dilutors. The customer ran qc, resulting within specification. The cause of the discordant, falsely elevated tni-ultra result obtained on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s). The patient was redrawn between four to six hours later and ran on the same advia centaur instrument, resulting lower than the initial result, which was then questioned by the physician(s). The initial sample was repeated in duplicate on the same advia centaur cp instrument, matching the redraw result. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.